Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six batteries and 1 controller ac adapter exhibited power switching with rapid intermittent beeping. It was reported to be unknown which one(s) caused the problem as they have all previously been treated. The batteries and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six (6) batteries (bat213647, bat580889, bat803942, bat596142, bat580921, bat511792) were returned for evaluation. One (1) controller ac adapter with unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the returned batteries passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving bat596142, bat580921, bat213647. Log file analysis also revealed several momentary disconnections that did not lead to premature power switching involving bat803942, bat596142, bat580921, bat580889, bat511792, bat213647. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. A power source lubrication procedure was performed on batteries bat213647, bat580889, bat580921, and bat511792 in accordance with the requirements under fsca cvg-18-q4-19 on 02/nov/2018. There is no evidence that the lubrication servicing was performed on batteries bat803942 and bat596142. The most likely root cause of the reported premature power switching event and reported ¿beeps¿ can be attributed to momentary disconnections due to corrosion of the controller power port pins. An internal investigation evaluated momentary disconnections prior to lubrication. Additional products: d4: model #: 1650de / serial or lot#: (B)(6) / d10: yes, return date: 23-08-2019 / h3: yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: model #: 1650de / serial or lot#: (B)(6) / d10: yes, return date: 23-08-2019 / h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 / d4: model #: 1650de / serial or lot#: (B)(6) / d10: yes, return date: 23-08-2019 / h3: yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 / d4: model #: 1650de / serial or lot#: (B)(6) / d10: yes, return date: 23-08-2019 / h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: model #: 1650de / serial or lot#: (B)(6) / d10: yes, return date: 23-08-2019 / h3: yes / h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d4: model #: 1430us / serial or lot#: (B)(6) / h3: yes / h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.